Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the left bundle branch lead that the delivery catheter failed to slit. The slitter caught the pull wire during slitting and prevented completion of slitting. The slitting procedure began by starting the slit, and then regripping to slit the remaining catheter length. Slitting became difficult in the first half of the catheter. Force was increased and slitting was able to jump forward a few more times until slitting stopped completely near the tip of the catheter. Remaining catheter left on the lead was removed with scissors. Lead was inspected for kinking and no significant deformation was seen. The catheter and slitter were attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft of the delivery catheter was spiral slit. There was an issue with the catheter shaft. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the slitter. Slitting did not start on the centerline on the hub of the delivery catheter. The deflection wire of the delivery catheter was exposed at 9.5 cm during spiral slitting on the shaft of the delivery catheter. Slitting had traveled along the channel of the deflection wire on the shaft of the delivery catheter. The deflection wire had detached from the pulled band within the shaft of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.